Event description:
It was reported that the bd nurse commented that a community patient visited for intermittent catheterization on (B)(6) 2023. When a hydrosil rose female 12ch was shown, the catheter felt like there was no lubricant, despite which the water sachet was popped to activate but it wasn't wet. Therefore, they did not use the hydrosil product on the patient and instead a coloplast product was used. The nurse had a second box at home from the same batch and the catheter upon checking on (B)(6) 2023, also felt the same . The nurse felt that the lubricant on the hydrosil rose and gripper catheters hadn't been the same for some time.

Manufacturer narrative:
The reported event is confirmed - manufacturing related. Visual inspection noted 56 hydrosil iscs in closed packaging and one (1) hydrosil isc in open packaging with no nicks, bends, flashes, bumps or sharps present. Further testing required. Functional evaluation noted organoleptic test was conducted samples were tested. All 13 samples did not have any lubricious coating material present. Therefore, product does not meet specifications. The potential root cause could be mechanical failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review is not required because labeling could not have prevented the reported failure . H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the bd nurse commented that a community patient visited for intermittent catheterization on (B)(6) 2023. When a hydrosil rose female 12ch was shown, the catheter felt like there was no lubricant, despite which the water sachet was popped to activate but it wasn't wet. Therefore, they did not use the hydrosil product on the patient and instead a coloplast product was used. The nurse had a second box at home from the same batch and the catheter upon checking on (B)(6) 2023, also felt the same. The nurse felt that the lubricant on the hydrosil rose and gripper catheters hadn't been the same for some time.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.